Event description:
The patient reported that while giving himself a bolus of insulin he rec'd a "77" and a "3.00" on his infusion device lcd display. He indicated the infusion device 'froze up" and continued to beep. The patient stated his power pack had been in use for over one month. He stated he was aware of the recall, but did not believe this power pack was one affected by the recall. After verification of the lot number, the pt was advised that the power pack lot was affected by the recall. He was also advised to dispose of all recalled power packs and he indicated he did so. The pt was given the reference number of the corrected power packs and advised to place a corrected power pack in his infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party of address the issue. No product was requested to be returned. Replacement power packs were sent.

Manufacturer narrative:
No product will be returned for eval.